Event description:
The customer reported, the sys would not produce x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the footswitch. The sys operates as intended.